Event description:
It was reported when using the bd vacutainer® cat plus blood collection tubes there was stopper creep out or loose closure. This event affected (B)(4) devices. The following information was provided by the initial reporter. The customer stated: "the tube cap would not fit, it was very loose on the tube and often falls down. This issue occurred with sampling collection, centrifugation and sample processing."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: bd did not receive samples or photographs from the customer in support of this complaint. Bd was unable to duplicate or confirm the customer¿s indicated failure mode as retention samples are not available for inspection. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications.

Event description:
It was reported when using the bd vacutainer® cat plus blood collection tubes there was stopper creep out or loose closure. This event affected 3000 devices. The following information was provided by the initial reporter. The customer stated: "the tube cap would not fit, it was very loose on the tube and often falls down. This issue occurred with sampling collection, centrifugation and sample processing."